Event description:
It was reported to tyco healthcare/kendall in 2007, that a customer had a problem with a foley catheter. A patient was admitted for turp for urinary retention, and had a foley catheter placed, which was later found in the patient's bed with the balloon deflated and not complete.

Manufacturer narrative:
An investigation is currently underway. Once completed, a follow-up report will be submitted. The customer reports that the patient required a flexible cystoscopy with balloon fragments removed.